Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (b0(6) year-old caucasian female underwent primary breast augmentation with an mentor saline prosthesis. On (B)(6) 2018 spontaneous right sided deflation was observed. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018. The left prosthesis was replaced with a 325cc mentor memorygel breast implant, and the right prosthesis was replaced with a 350cc mentor memorygel breast implant.

Manufacturer narrative:
The investigation of the returned device completed by the failure analysis lab on 1/17/2019. Device evaluation summary: it was reported that a 41-year-old caucasian female underwent primary breast augmentation with a mentor saline prosthesis. On (B)(6) 2018 spontaneous right sided deflation was observed. Upon receipt by mentor the device returned without fluid. Red and white material was observed within the device. Yellow and white material was observed on the shell surface. Upon initial inspection the device appeared intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was not confirmed. At this point is not possible to determine the etiology of the red, white, and yellow material found on the device. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).